Manufacturer narrative:
The product was returned for investigation. The reported failure could not be confirmed. The product was subjected to a shake test to see if there were any loose components inside. There were none. The product was powered up, the display was activated, and the correct software loaded. Standby mode became active and the bulb ignited as specified. The power-up sequence was repeated several times. No issues were noted. Functional testing was performed on the product and included the following: standby/run mode cycling; variability of light intensity; lightcable/scope disconnect; lightcable/jaw interaction; bulb access door cycling; front panel. All tests were successful. The product was subjected to burn-in testing. No failures occurred. Measurements were taken on the lumen output and bulb voltage. Both measurements were within their respective specifications. In summary, the customer complaint could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the unit kept going into standby mode.